Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00450 / 00451).

Event description:
It was reported that patient underwent rotator cuff repair procedure on (B)(6) 2012. During the procedure, the nitinol guide fractured after passing through the rotator cuff tissue. Part of the guide had to be retrieved from the shoulder, and the other part remained stuck in the punch. A delay of ninety minutes occurred before the surgery could be completed.